Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: d2b (dqy;lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas catheter to treat iliac vein stenosis. During the balloon removal, the balloon could not be gathered and retrieved normally at first. After continuing to attempt balloon removal, the balloon ruptured and was subsequently removed with a retrieval device. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the atlas gold balloon and inner guidewire lumen noted to be detached from the device and also bunching was noted at the inner guidewire lumen. Partial inversion of balloon seen. The second photo shows the atlas gold device in which the balloon and inner guide wire lumen are completely detached from the catheter. Bunching was noted to the inner guidewire lumen. Blood residues were noted at the inflation luer and guidewire luer. The balloon is partially inverted. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported balloon rupture as no objective evidence was provided for review. However, the investigation is confirmed for the identified detachment as the balloon and inner guidewire lumen were detached from the device. Also, the investigation is confirmed for the reported difficult to remove and identified material deformation as the inner guidewire lumen noted to be bunched, and balloon is partially inverted, which could have been caused due to removal difficulties. A definitive root cause for the reported balloon rupture, difficult to remove, identified deformation and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), b1, b5, g2, g3, h1, h6 (patient) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas catheter to treat iliac vein stenosis. During the balloon removal, the balloon could not be gathered and retrieved normally at first. After continuing to attempt balloon removal, the balloon ruptured and was subsequently removed with a retrieval device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas catheter to treat iliac vein stenosis. During the balloon removal, the balloon could not be gathered and retrieved normally at first. After continuing to attempt balloon removal, the balloon ruptured and was subsequently removed with a retrieval device. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the atlas gold balloon and inner guidewire lumen noted to be detached from the device and also bunching was noted at the inner guidewire lumen. Partial inversion of balloon seen. The second photo shows the atlas gold device in which the balloon and inner guide wire lumen are completely detached from the catheter. Bunching was noted to the inner guidewire lumen. Blood residues were noted at the inflation luer and guidewire luer. The balloon is partially inverted. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported balloon rupture as no objective evidence was provided for review. However, the investigation is confirmed for the identified detachment as the balloon and inner guidewire lumen were detached from the device. Also, the investigation is confirmed for the reported difficult to remove and identified material deformation as the inner guidewire lumen noted to be bunched, and balloon is partially inverted, which could have been caused due to removal difficulties. A definitive root cause for the reported balloon rupture, difficult to remove, identified deformation and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.